Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device working intermittently was not confirmed. It was determined that the device was working properly. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed which found that the unit had a sticky trigger and it failed the trigger test; however, the device was still working properly. During repair, it was observed that the unit's control unit potted contacts were corroded, the electromotor f/reciprocator was running rough and had some corrosion signs on it, and the trigger components were worn. It was further determined that the issues were consistent with normal wear. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the battery reciprocator device worked intermittently. During in-house engineering evaluation, it was observed that the device had a sticky trigger. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.